Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via the interdepartmental helpline solutions tracker of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 457 mg/dl. The customer stated that her blood glucose readings have been all over the place. The customer mentioned that she had issues with bent cannulas. The customer declined assistance from helpline.